Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, progressive open circuits were noted on 14 electrodes over the span of three years. The patient experienced listening fatigue due to this. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026 and reimplanted with another cochlear device during the same surgery.